Event description:
Caller reported one device out of four with elevated troponin I (tni) and myoglobin (myo) on the triage cardiac panel test. Client does not have sample for on site testing. Client uses >0.05 for tni cutoff and pt was discharged from ed.

Manufacturer narrative:
Lot w45268 was evaluated for discrepant tni results under a previous complaint. For this previous complaint, customer did return samples. Product support did not confirm the client's observations of discrepant tni results while testing returned pt samples (from previous complaint) and retained devices in-house. Tni recovery for negative samples gave tni results <0.05 ng/ml. Tni recovery of positive control gave results within mfg specifications. Product support tested returned pt sample on triage and access platforms with the following tni results (ng/ml). Tni results were all greater than clinical cutoff of 0.4 ng/ml regardless of platform. A review of mfg release data showed tni results to be within trimmed means release specifications, and there were zero occurrences of negative samples giving elevated tni results. No corrective action is required at this time as product deficiency was not established.